Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed contact tech support "error" on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.